Manufacturer narrative:
On (B)(6) 2017: tandem certified diabetes specialist reported that the customer's certified diabetes educator adjusted basal rates to correct the low blood glucose level experienced, however although requested no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 30-40 mg/dl. The customer stated that the cause of the low bg levels was due to the pump delivered insulin when not requested. The customer drank orange juice and consumed carbs to address bg level. The customer declined to troubleshoot with tandem technical services. The customer stated that had revert back to manual injections since the reported event as requested by their healthcare provider.